Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The device was successfully implanted and the leak was corrected. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The surgeon reported that during the implant surgery, the recipient experienced a gusher. Advanced bionics is in the process of gathering more information; once more information is available, a supplement report will be submitted.